Manufacturer narrative:
Patient information was unavailable. A manufacturer representative went to the site to test the equipment. It was found that the state of the door went from "closed" to "open" in the software after the 3d image acquisition. There was a door winch failure which opened the door switches. This occurred during image reconstruction, causing application.exe errors. The error state self-resolved after the door winch was replaced by the manufacturer representative. The imaging system then passed the system checkout and was returned to a fully operational condition. The door winch assembly was returned to the manufacturer but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. It was reported that during the case, after the 3d image acquisition had been completed by the system, the mobile view station (mvs) showed ¿memory leak error¿ and would not complete the 3d rendering. The site tried restarting the mvs, but the error remained on the mvs and was not recovering. Medtronic imaging was aborted, and navigation was aborted as well. There was no reported impact on patient outcome.

Event description:
Additional information was received. It was reported that the procedure being performed was a functional endoscopic sinus surgery (fess) surgery and a fracture fixation surgery. The site representative stated that they did 2 anterior posterior (ap) lateral shots and got enough information to complete the case and to verify the screws were in the correct place. The delay to the procedure was at least 30 minutes. There was no impact on the patient's outcome and no patient symptoms were reported. It was stated that the issue was resolved following the system checkout that was performed by a medtronic representative.

Manufacturer narrative:
Additional information: device evaluation: adverse event problem: software analysis was completed but was unable to determine probable cause without further information. FDA result code 213 and FDA conclusion code 4315 apply to the software analysis that was completed. Device evaluation: analysis was completed for the door winch assembly that was returned. Visual/physical examination and functional testing was performed. The reported issue of the pendant displaying "door open" while the doors were closed was unable to be confirmed. The motor isolation test passed. There were no internal opens or shorts in the motor assembly. The winch drive assembly was tested and functioned as normal. The door winch assembly did fail visual inspection, however, as the cable strands were fraying. Analysis determined there was a mechanical failure with the door winch assembly that was related to wear of the component. FDA result code 180 and FDA conclusion code 4307 apply to the analysis results of the door winch assembly. Additional information for accidental radiation occurrence: it was determined there was an accidental radiation occurrence due to image transferring to mvs issue. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient total number of people in or unknown medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.